Event description:
Device #2 malfunction: cuff miss. Time of device malfunction during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed a needle tip did not capture a cuff. A second perclose proglide device was attempted but another cuff miss occurred. A third proglide was used to successfully achieve hemostasis. No adverse patient effects were reported. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device #1 proglide, part# 12673-03, lot# 69076-6h, is being filed under medwatch manufacturer report number: 2953144-2008-01942.